Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
No device returned.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness and throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During investigation, the manufacturer observed evidence of liquid ingress on the blower. Unknown light residue was observed on the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and confirmed no presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes there was no evidence of sound abatement foam degradation. Device serviced by 3rdp, device avail. For eval, date returned, date returned to mfg, device eval. By mfg, device avail. For eval, patient outcome code, evaluation method code grid, evaluation results code grid, component code, conclusion code grid and b5 verbiage were updated.